Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump received with cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 234 mg/dl. The customer stated that she was going to bolus and when pressing the up arrow and it just kept going up. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advice that the device would be replaced and agreed to return the product for analysis.